Event description:
It was reported to covidien on 10/28/2009 that a customer had an issue with a catheter, continuous flow. Customer states that during the procedure, it was noticed under fluoro, that the proximal balloon deflated. No ill effects to the patient as a result.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.